Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer coil was fractured and the inner insulation was damaged at 15.0 cm to 16.0 cm from the connector pin due to clavicular crush damage. The damage likely contributed to reported noise and loss of capture.

Event description:
It was reported that noise was observed on the right ventricular lead. During the explant procedure, a loss of capture was observed. The lead was successfully explanted and replaced.